Event description:
Complainant alleged that during functional testing, the device restart/reboot itself multiple times. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation and the reported problem was verified and attributed to corrupted software. The report was resolved by reloading the configuration file. It could not be firmly established was cause the software to become corrupted. The device was returned to the customer. Analysis of reports of this type has not identified an increase in trend.